Event description:
Pt presented with a giant aneurysm at the right ica, close to the ophthalmic artery. The doctor had difficulty placing the balloon across the neck of the aneurysm. The entire procedure took 7 hours. The aneurysm was 100% embolized with the ica patent and no crossing arteries occluded. The pt recovered to full consciousness after the operation, but condition worsened 1/2 hour later. CT scan revealed a large hematoma in right basilar area. The doctor could not determine what caused the hemorrhage, perforation by guidewire, or heparin overdose.